Manufacturer narrative:
H4: the device was manufactured between 09nov2020 and 10nov2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. The bladder rupture occurred while filling the device with unspecified mediation prior to patient use. There was no patient involvement. No additional information is available.